Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) - (B)(4). Approximate age of device ¿ 42 days. The pump remained in use supporting the patient at that time. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported on (B)(6) 2018, that the patient was admitted into the hospital on (B)(6) 2017 due to a gastrointestinal bleed and was monitored. No other treatment was given. The patient was discharged on (B)(6) 2017.

Manufacturer narrative:
Pump exchange and evaluation was reported under medwatch MFR#2916546-2018-01063. Additional information: thrombus was confirmed through the evaluation of the left ventricular assist system (lvas) however, a direct correlation between the returned pump and the patient¿s gi bleeding could not conclusively be established through this evaluation. Thrombus and bleeding are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.